Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error c-00 was showing on the erbe generator. No instruments were attached. Technical support engineer (tse) asked customer to restart the erbe generator and error c-33 showed up. Onsite was first disconnected but showed up later and tse confirmed errors. Tse asked customer to unplug the erbe and restart afterwards without success. Tse asked customer for a backup generator which was not available. Tse explained that erbe could not be used and will be replaced. The procedure was aborted with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and was found to have voltage errors resulting in erbe not working correctly. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that.